Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when starting up the c7000 cusa clarity console during surgery, system error occurred. The device was rebooted several times, but the error could not be fixed. The patient was under anesthesia and the abdomen was open. By performing memory refresh, the same device was used to complete the surgery. There was no patient injury; however, there was 2 hours of surgical delay.